Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Event description:
It was initially reported the infusion device displayed an e7 electronic error during bolus delivery. No physiological effects were reported. The infusion device was returned to the manufacturer for evaluation, and it was found the vibrator motor does not function. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.